Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported the quad-fuse was leaking, and returned the affected sample. Two large cracks causing a leak were found in 1 of the four quad fuse female luers, and the complaint is verified. No other failures were observed. Microscope analysis found the cracks to propagate from the edge of the luer down to the flanges. A device history record review could not be performed on model 10015817 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for the cracks cannot be determined, however, these sort of cracks are seen sometimes when the luer is over tightened with excessive force.

Event description:
It was reported that ext set smallbore tbg w/4 female ll leaked. The following information was provided by the initial reporter: material #: 10015817, batch/ lot #: uknown. It was reported that the quad-fuse on the drip line was leaking. Verbatim: quad-fuse on drip line (infusing IV fluids and sedation meds) noted to be leaking. No obvious cracks noted. Line re-tightened but continued to leak. Complete sterile line change completed.